Event description:
Per the clinic, the patient experienced skin breakdown and infection at the abutment site. Subsequently, the patient was prescribed oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.